Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The tip of the cannula has broken off at the weld from the cone at the midsection of the cannula. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the cannula fracturing cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the tip of the instrument at some time. The cause of the high stress cannot be determined since this apparently occurred prior to use and the instrument was returned without the container. The fracture may have occurred during shipping, outside the control of depuy synthes. No corrective and preventive action (CAPA) is necessary at this time as no issues could be identified in the manufacturing or release of this product. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the tip of the fenestrated screw open cannula broke off. This was discovered before use and did not effect the procedure. This report is for one sterile open cannula. This is report 1 of 1 for (B)(4).